Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as 2019. Thus, (B)(6) 2019 is being used to calculate the minimum implant duration. H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from brazil that a valve model 11500a25 implanted in the aortic position was explanted from a 50-year-old patient after an implant duration of approximately 5 years and 8 moths due to calcific degeneration and pannus overgrowth leading to restricted leaflet mobility and severe stenosis and regurgitation. The patient presented with heart failure. A non-edwards valve was implanted in replacement with no reported complications.

Manufacturer narrative:
Information added/updated to section d9, h3, h6 (type of investigation, investigation findings, and investigations conclusions). Corrected data in section h6 (device code): 1077 (calcified) code removed and h6 (type of investigation): 10 (testing of actual/suspected device) replaces 4114 (device not returned). H3: device evaluation: customer report of pannus, restricted leaflet mobility and stenosis were confirmed. Customer report of regurgitation was unable to be confirmed through visual observation. Customer report of calcification was unable to be confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 2 on the inflow aspect and 3 mm on leaflet 2 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect and heavy at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve and exposed silicone of sewing ring. Multiple suture threads remained attached to the sewing ring. H11: additional manufacturer narrative: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.